Manufacturer narrative:
Additional lot #: a5009. (B)(6).

Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on 01-oct-2007: a pt experienced an inflammatory granulomatous reaction 8 months after receiving treatment with injectable poly-l-lactic acid (sculptra, lot # and exp date not provided). This event began quickly as redness, tenderness and "lumpiness." The redness, swelling, and "fever" have abated, but discoloration persists overlying some areas. The lumpiness has persisted as firm subcutaneous nodules. No info regarding sculptra reconstitution or possible biopsies were provided. No further relevant info was reported. Additional info was received from physician on 01-oct-2007: the pt is a (B)(6) female, who was treated with 2 vials of poly-l-lactic acid (sculptra), one to each side of her face as a cosmetic procedure. She had received "several" treatments with the last one on (B)(6) 2006 (lot a5010, exp. Date nov-2007) and had been "very satisfied" with the results. The physician saw the pt on (B)(6) 2007 for follow-up, at which time, she had no problems. On (B)(6) 2007, 8 months after her last injection, she experienced firm, subcutaneous nodules that were warm to the touch and "rock like." She also had a fever. These nodules appeared on her cheeks, infraorbital area, chin and her nasal labial fold. The pt was treated with doxycycline (doryx) 100 mg twice daily and pimecrolimus (elidel). The outcome of the event is ongoing. She had not since returned for follow-up at the time of this report. Concomitant medications included rabeprazole sodium (aciphex). Medical history included stomach ulcers. No further relevant history was reported. Additional info for sculptra (lot # a5010/exp date 30-nov-2007) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info for sculptra (lot #/epx date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received on 04-oct-2007 from the reporter and in (B)(4): on (B)(6) 2006 the consumer received her first poly-l-lactic acid treatment in the cheek and chin area. On (B)(6) 2006, she was treated again in the same areas. The following lot info was provided: lot # a5010 and #a5009, both with exp date nov-2007. The poly-l-lactic acid was reconstituted two days prior to the injection with 5cc of bacteriostatic normal saline and 1cc of lidocaine (xylocaine) was added 15 minutes before the administration. She received a total volume of 10 cc in the cheek and chin area with each treatment. In (B)(6) 2007, pt developed firmness in cheek, low grade fever, mild bruising, and swelling. The event resolved with antibiotics and ibuprofen. No new medical info provided.